Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
During an laparoscopic cholecystectomy procedure, it was reported by the affiliate that the device was dropping clips. There was no pt consequence. Add'l info received on 3/25/97. It was clarified that the clips did not fall into the pt.